Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Time of event: 10:00.

Event description:
It was reported that upon entering the patient's room, the registered nurse noticed the brain was on, but the channel was not on or running. The pump had last been cleared and restarted around 10:00. When restarted the channel continued to say that there was an occlusion on the patient side, but when it was replaced with a new channel the line was clear. Although requested, no further information is available. No patient harm reported.

Event description:
It was reported that upon entering the patient's room, the registered nurse noticed the brain was on, but the channel was not on or running. The pump had last been cleared and restarted around 10:00. When restarted the channel continued to say that there was an occlusion on the patient side, but when it was replaced with a new channel the line was clear. Although requested, no further information is available. No patient harm reported.

Manufacturer narrative:
Investigation conclusion: the report that the module was found off at ~10:00 and subsequent patient side occlusion alarms, was confirmed. The pcu event log shows that the device alarmed 3 times for patient side occlusion at 12:41 am, 6:16 pm and 6:17 pm. The pcu event log shows that pump module s/n (B)(6) was in use and infusing an unidentified medication at a rate of 3.1ml/hr. The infusion ran at this rate until 8:06 am when the user cleared the volume infused. Five seconds later the primary infusion completed, and the device transitioned to kvo at the kvo rate of 1ml/hr. The user then restored the previous infusion running at 3.1ml/hr. At 10:06 am the primary infusion completed, and the device transitioned to kvo at the kvo rate of 1ml/hr and then the device was channeled off 45 seconds later. This explains why ¿the registered nurse noticed the brain was on, but the channel was not on or running¿. The event description then states that ¿when restarted, the channel continued to say there was an occlusion on the patient side, but when it was replaced with a new channel the line was clear¿ however the log does not show a patient side occlusion prior to the device being channeled off. After the device was channeled off, the device was programmed to infuse drugid 303 at a rate of 3.3ml/hr with a vtbi of 6.6ml at 11:58 am. The pcu event log does show the device alarming for patient side occlusion 3 times, at 12:41 am, and then at 6:16 pm and 6:17 pm, none of which being close to when the device was reprogrammed at 11:58 am. A review of the device error logs found no errors during the time of the reported event. Device inspection: n/a, only the pcu event logs were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the device found off was determined to be the result of the device being turned off following a kvo alarm. The root cause of the occlusion alarms could not be determined since the device was not returned for analysis. Device history review: a review of the device history record showed the device had a manufacture date of 28jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No device received-log review only.